Event description:
It was reported that the anesthesia workstation failed inspiratory and expiratory valve test during system check-out. There was no patient involvement. Manufacturer's ref. #(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information provided by the technician during on-site investigation, the issue was reproduced and solved by replacing the patient cassette (including both inspiratory and expiratory one-way valves). The device passed all performance tests and could be returned to clinical use. The unidirectional inspiratory and expiratory valves control the gas flows in the cassette. The ceramic valve discs are visible inside the transparent plastic covers. The discs are kept in position by a valve cage. The disc and valve cage is a complete unit. This issue will be detected during system checkout, before connecting patient to the unit. Patient cannot inhale/exhale through the inspiratory/expiratory tubing when one-way valve sticks in closed position. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.